Event description:
It was reported that during a revision surgery it was found that a fortify ø20mm core had lost height 2 years post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. The post-operative imaging provided shows twelve visible threads above the 151.150.03 gear. No determinations could be made as to the cause of the reported issue.